Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce error 23062 (the 3 phase motor did not respond as expected due to an inconsistency in measured current, voltage, and speed based on the internal simulation of the motor), but replaced the master tool manipulator (mtm) to ensure functionality. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In lighthouse, the 23062 error was found indicating failure on the roll axis, confirming the fault occurred in the field. Additional error codes observed during log review: 23013 (the pot and encoder are not tracking each other properly, the problem is usually caused by either the pot or the encoder (or associated wiring) being faulty) on roll axis, 23008 (the pot and encoder are not in agreement on the position of the arm) on roll axis, 26024 (the supervisor has sent a bp command that has violated one or more safety checks), 23152 (the voltage signal from one of the eleven hall effect sensors on the mtm clutch button has crossed the upper or lower limit of the safety envelope). Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system and driven with an in-house instrument. No issues were observed and the unit passed system test. After installing on surgeon side console (ssc) fixture test platform (sftp) and running the fitness test, the unit failed gravity balance test post sine cycle. After running calibration, the mentioned tests passed. One hour slow speed sine cycle on the roll axis was performed and passed. The error 23062 was not observed during sftp testing. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to a faulty roll motor and slipring in the mtm. This issue may be resolved by fse replacement of the mtm.

Event description:
It was reported that the or staff called tech support during a procedure to report a recoverable fault 23062 related to a hand control error, specifically a potential problem with the right hand control. The technical support engineer (tse) reviewed the logs and confirmed the presence of error 23062. The caller had already attempted rebooting, hard rebooting, and recovering the system, but the error persisted. The tse then guided the caller through another hard power cycle, but this did not resolve the issue.